Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a clinic visit, this pacemaker was evaluated and observed to exhibit high out of range impedances and loss of capture (loc) by the physician. It was noted that the high out of range impedances on the right ventricular (rv) lead channel triggered a lead safety switch (lss). It was also noted the right atrial (ra) lead exhibited noise. Ts suspected that cause to possibly be due to a spring contact issue. The device was reprogrammed and the physician plans on replacing the lead. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this pacemaker was evaluated and observed to exhibit high out of range impedances and loss of capture (loc) by the physician. It was noted that the high out of range impedances on the right ventricular (rv) lead channel triggered a lead safety switch (lss). It was also noted the right atrial (ra) lead exhibited noise. Ts suspected that cause to possibly be due to a spring contact issue. The device was reprogrammed and the physician plans on replacing the lead. At this time, the device remains in service. No additional adverse patient effects were reported.